Event description:
A customer reported experiencing recurring occlusion alarms during insulin delivery. There was no adverse impact on the customer's blood glucose level, as the levels remained normal. The customer resolved the issue by changing the cartridge and resuming insulin delivery. The customer continued to use the pump for insulin therapy.